Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that called his pcp and they advised him to go to the office. At the office, they check his blood sugar and the results were 128mg/dl non- fasting. Customer went to doctor's office because of his symptoms. Today, customer still has the headaches and the states that the doctor told him it is a side effect of the novalog. No new medications was administered. Customer did not go to the hospital.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:278mg/dl date: (B)(6) 2018 time:11:15am fasting, result 2:330mg/dl date: (B)(6) 2018 time:11:12am fasting, result 3:359mg/dl date: (B)(6) 2018 time:11:11am fasting, result 4:289mg/dl date: (B)(6) 2018 time:7:51am fasting, result 5:371mg/dl date: (B)(6) 2018 time:1:08am fasting. Customer called in concerned with the results he received from the meter. Customer is concerned that the meter keeps jumping from on results to another and that the meter is reading high. Customer states that on (B)(6) 2018, he checked his blood sugar with the true metrix air meter and the results were 280mg/dl fasting. Customer took 18 units of novalog. Thirty minutes later, neighbor noticed that the customer was sweating, shaking and seemed confused with slurred speech. Neighbor called the paramedics, paramedics checked customer's blood sugar using their meter and the results was 61mg/dl. Customer was transported to the nearest hospital. At the hospital, they checked the customer's blood sugar with their meter and the results was 65mg/dl fasting. Customer was admitted diagnosed with hypoglycemia. They administered glucose, IV, morphine and tylenol. Customer was released 13 hours with the recommendation to continue to monitor his blood sugar and to follow up with pcp. Customer is on a sliding and states that this morning results was 278mg/dl fasting. He administered 18 units of novalog. Customer states that he is sweating and has a headache however, he declined the need for medical intervention at this time. Advised that customer seeks medical intervention due to sweating, customer refused.